Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine implant of an ICD, the physician was having difficulties assessing the position of the lead. Decrease in thresholds and increase high voltage lead impedance was observed. After the procedure the lead was retested and high, out of range, pacing lead impedance with no capture was then observed. Hvli measured normal. The physician re-opened the pocket and replaced the ventricular lead. Patient was in good condition following the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.